Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Visual examination of the tandem xl device found no issue. A functional evaluation was performed by advancing a guidewire through the tandem xl and no resistance was noted. A dimensional verification was performed on the guidewire lumen and was in specification. The device was cut and further evaluation of the guidewire lumen was performed. The tandem guide wire lumen was examined and found black and white fibers inside the lumen. The source of the fibers is unknown. The fibers were small and not embedded in the lumen wall. The fibers were easily removed. No other issues were found regarding the guidwire lumen. The evaluation concluded that it is possible that the fibers were introduced into the device from a material that the device came in contact with during handling, when unpacking, during preparation of this device or preparation of the guidewire. It¿s unclear if there was another substance/material inside the guide wire lumen that was dislodged by user advancing the guide wire. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event, therefore, the root cause classification is undeterminable. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a tandem¿ xl cannula was intended to be used in the bile duct during a bile duct stent deployment procedure performed on (B)(6) 2014. According to the complainant, during preparation, the physician injected a saline solution into the guidewire lumen of this device. As the physician front-loaded the jagwire into the tandem¿ xl severe resistance was encountered. Despite the resistance encountered, a continued attempt to advance the guidewire was made, however, the physician encountered a ¿rugged feeling¿ and the tip of the guidewire did not exit the distal tip of the tandem xl. The jagwire was removed from the patient, and the physician intended to use a different device with the jagwire, however, the device he wanted to use was not available. Therefore, he left the tandem xl inside the patient, reinserted the jagwire and completed the procedure with this device. It was reported that when the guidewire was inserted this second time, the resistance and ¿rugged feeling¿ while inserting was no longer present. It was reported that there was no issue with the guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: there was foreign matter (black and white fibers) found inside the guidewire lumen.